Manufacturer narrative:
The device is not available for analysis. This report is filed may 26, 2014.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if the patient with will be reimplanted with a new device as of the date of this report, (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4). Device not returned to the manufacturer.